Event description:
Pt put his contact lens to his eyes without using the neutralizer and did not wait 6 hours. He is working on a wildfire in a remote area. His eyes were flushed with copious amounts on ns 1 liter+. He did not present to the medical unit until the evening. He put the product on his contacts this morning. He removed the l - eye contact because that eye has bothered him more than the right.